Event description:
Additional information was received that during evaluation after the deployment attempt of the valve, aortic root angiography revealed a dissection. Upon review of the saved imaging data, it was found that the dissection first appeared after the third valve recapture while deploying the valve for the four time. Per the physician, during the multiple deployment attempts of the valve, the inflow end of the valve frame interacted with the ascending aorta leading to the dissection. No intervention for the dissection was performed. It was noted that the patient's type 0 bicuspid aortic valve with calcification in the native valve leaflets contributed to the event. No significant tortuosity or calcification was observed in the ascending aorta and sinotubular junction (stj) region; the average diameter of the widest part of the ascending aorta was greater than 40 millimeters (mm), and the annulus angulation was approximately 44 degrees.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Section d references the main component of the system. Other medical products in use during the event include: brand name evolut pro transcatheter aortic valve; product ID evolutpro-26-us (serial: (B)(6)); product type: 0195-heart valves; implant date: (B)(6) 2026; the codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve in a patient with type 0 bicuspid valve, the patient had significant supra-annular structural limitations. During the pre-implant balloon aortic valvuloplasty (bav) using a 20 millimeter (mm) balloon, waist constriction was observed and there was resistance crossing the patient's native valve with the balloon. Additionally, a possible distal left ventricle diverticulum was observed. During the procedure, the guidewire was not advanced into the apex of the left ventricle due to the risk of a ventricular rupture. During delivery catheter system (dcs) advancement, there was resistance crossing the aortic valve orifice as well. During the implant of the valve, the deployment of the valve was attempted three times and recaptured following each attempt due to the valve dislodging into the aortic sinus/ascending aorta. Upon the fourth deployment attempt, the valve was fully deployed; however, the valve was implanted too shallow/high following full deployment. An echocardiogram was performed that revealed the patient's native valve leaflet had prolapsed below the inflow side of the transcatheter valve frame into the left ventricular outflow tract (lvot). Subsequently, a second valve and second dcs were prepped for loading; however, a possible localized dissection on the anterior side of the ascending aorta was noted on digital subtraction angiography (dsa), and the second valve was not used. At this point, the patient's vital signs were stable, and the access site was closed. A computed tomography (CT) scan was performed that confirmed the ascending aortic dissection. Additionally, the CT scan showed the native valve leaflet on the grater curvature side had prolapsed below the inflow side of the transcatheter valve frame, obstructing approximately 50% of the inflow opening.